Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge. Additionally, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump. The customer was educated on the proper load techniques. There was no adverse impact to customer¿s blood glucose level. Customer changed pump supplies to address the issue.